Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 255 mg/dl. The customer was hospitalized due to heart failure. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. No motor error alarm. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen. Unit had minor scratched lcd window and cracked reservoir tube lip.